Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly and no button error alarm noted during out testing. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call low blood glucose and hospitalization. Customer's blood glucose level went as low as 41 mg/dl and as high as 380 mg/dl. Customer experienced being lethargic, unresponsive, sweating excessively and they treated their low blood glucose with orange juice, sugar and glucose gel. Troubleshooting for the insulin pump was performed. Customer advised the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test. The pump was received with moisture damage on the keypad traces. The keypad connector was fully locked.